Event description:
(B)(4). Horrible stabbing pains in left side of pelvis near ovary. Went to emergency room. Sonogram preformed. Pain medication administered. Pain continued for several years. Later discovered that device perforated uterus and hysterectomy was preformed on (B)(6) 2015.